Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted withthe clips misfiring or with the formation of the clips.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported miss firing of clips and clips appeared not to hold. Another er320 was opened to complete the case. Loose clips were removed from the abdomen. There was no consequence to the pt.